Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a pocket revision wherein the pocket was relocated. The patient was reportedly doing well after the procedure.